Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose level was 438 mg/dl. The customer gave himself 3 extra injections to treat high blood glucose level. The customer mentioned that he was on a new medication and believed that it may be the culprit. The insulin pump will not be returned for analysis.